Event description:
It was reported that an 8120 pca was affected by syringe sizer recall and syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information : describe event or problem.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? And imdrf annex b grid.omit: b17 - device not returned.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall and syringe sizer misalign recall. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8120 pca was affected by syringe sizer recall. There was no reported patient involvement.